Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The service center confirmed the interface board was causing the unit not to be able to reboot and giving error code l4-033. The site replaced the interface board to correct the customer's complaint. The device history record was not found at the service and repair site, therefore no device history review can be done. The unit passed all qa functional testing and was returned to the customer.

Event description:
It was reported the control module was unable to reboot and the message to have immediate attention for service. The procedure was rescheduled for another day.